Event description:
Philips received a complaint by the customer on the v60 (software version 2.30) indicating a device malfunction as it showed a pressure error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user impact or harm was reported. The customer called technical support to report that the device was not available for clinical use as it was showing a pressure error. The biomedical engineer was unable to duplicate the reported issue and could not find any error codes in the significant log. The customer informed technical support that the device ran for several hours without any issues. Further case information regarding the alleged malfunction and whether the device passed the required performance verification tests per philips standard/was returned to service is still pending.

Manufacturer narrative:
The customer called technical support to report that the device was not available for clinical use as it was showing a pressure error. The biomedical engineer (bme) was unable to duplicate the reported issue and could not find any error codes in the significant log. The customer informed technical support that the device ran for several hours without any issues. Multiple attempts have been made to try to obtain further case information regarding the pressure error and operational status of the device; however, no response was received. The cause or most likely cause of the malfunction cannot be determined at this time as it is unknown which tests were performed to replicate the malfunction and determine the cause. It is also unknown what the outcome of the issue was or how the issue was ultimately resolved. No further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.